Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event with a lowest cgm reading of 51 mg/dl on a dexcom g7 continuous glucose monitor (cgm) while using the ilet system, after eating ice cream before bed without a meal announcement. The user ingested soda and performed two fingersticks 10 minutes apart showing 91 mg/dl and then 96 mg/dl, with the low lasting about 20 minutes and glucose trending upward after treatment. No adverse clinical symptoms during the event reported and the user stated feeling well. Outcomes included successful correction of the low with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and education focused on missed meal announcements and treatment of hypoglycemia. Investigation of this case revealed user-related factors, specifically a missed meal announcement prior to sleep, consistent with inappropriate use that can contribute to low glucose readings on cgm. It was concluded, based on previously established findings for similar reports, that the cause was user error due to a missed meal announcement leading to hypoglycemia detected on cgm.